Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen works at the beginning but after ten seconds it does not respond and remains frozen. There was no injury reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated field- b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, disassembly of the screen covers ok. Disassembly of the elec card ok. Disassembly of the touch screen present ok. Installation of the new touch screen (d160-00-0123) ok. Reassembly of the electronic card and connectors ok. Reassembly covers ok. Functional test ok. Screen calibration ok.